Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor scan of hi (greater than 500 mg/dl) while wearing the adc freestyle libre sensor and was unable to perform a blood glucose test for comparison. The customer stated she experienced vision issues, couldn¿t talk, and then lost consciousness. The customer was able to come to consciousness by herself a few minutes later, and did not require third-party treatment. There was no report of death or permanent injury associated with this event.